Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the lower extremity screw broke when it was being inserted during a surgical procedure. The surgeon replaced it. There was no adverse outcome for the pt. The procedure was not prolonged significantly. The complaint sample is not available for return as it was discarded in the operating room.